Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting due to high atrial rates. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported.